Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery with intraocular lens implantation procedure on the right eye, an ophthalmic blade was found with a rounded tip instead of an angled tip, and the correct incision could not be performed. The surgery was completed on the same day with an alternative knife and there was no patient harm. This report pertains to two of two reports from the same facility.